Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms after being exposed to moisture. The customer was unable to clear the alarm. The insulin pump had a small hairline crack along with the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify pump error 35, critical pump error alarm due to the blank display. Unit had cracked case. Device p-cap or test reservoir locks in place properly and no anomaly noted.